Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During procedure, before insertion, it was noted that the catheter was not dripping, and position of catheter was strange, it was not fully collapsed. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen

Event description:
During a pulmonary vein isolation to treat a persistent atrial fibrillation, a farawave was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During procedure, before insertion, it was noted that the catheter was not dripping, and position of catheter was strange, it was not fully collapsed. The catheter was replaced, and procedure was completed with no patient complications. The device is expected to be returned.